Manufacturer narrative:
The reagent lot number is 74766201. The expiration date is 30-jun-2025. The investigation excluded a general reagent issue as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the analyzer and found the cell with acid detergent overfilled. He then readjusted this part. The fse confirmed that the assay and the analyzer were again performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creaj2 (creatinine) result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result from the analyzer was 2.83 mg/dl. The repeat result from another c 503 analyzer was 0.90 mg/dl. The repeat result was deemed correct and reported.